Event description:
Customer reported intermittent lock ups, boot up problems, and fast stop errors. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the 5v power supplies. System operates as intended.